Event description:
The junction where the IV catheter sheath and the syringe join, leaks when fluid is pushed through the syringe and resistance met on the end of the catheter tip. Basically a small leak appears at junction of catheter and syringe noted when needle has been retracted.